Manufacturer narrative:
(B)(4): physio-control evaluated the device and the power cord from the event and determined the cause of the reported failure to be a partially shorted ac power cable. There was no failure of the device as proper operation was confirmed through functional and performance testings. Following other unrelated repairs and replacement of the ac power cable, the device will be returned to the customer for use.

Event description:
It was reported that the device overheated and caught fire while it was powered off and plugged into ac power. The device was not in use and placed on the crash cart when the issue occurred. There was no patient or bystander injuries that occurred due to the reported event. There was no other equipment that was connected to the ac outlet and the flame damage occurred around the device ac power input.